Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center front panel lights were all on, also, the monitor screen went out with no signal. It was not confirmed when this event took place. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated d9, h3, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was partially confirmed. No image was able to be reproduced. However, lights on front panel were all on, was unable to be reproduced. Based on the results of the investigation, it is likely that the no image occurred due to a defective printed circuit board, causing abnormal voltage or current. The root cause of the lights being on was unable to be determined. Olympus will continue to monitor field performance for this device.